Manufacturer narrative:
One level 1® hotline® low flow system was returned for analysis in good condition. The unit was powered on and checked for alarms; the complaint was duplicated. Based on the evidence, the root cause is unknown. However, it was found that there was a faulty microswitch.

Event description:
Information was received indicating that temperature management issues occurred to a smiths medical level 1® hotline® low flow system. There were no reported adverse effects.